Event description:
The event is reported as: the suction catheter would not pass through the end of the et tube on a critical neonate pt. The pt was extubated and reintubated. There was no adverse affects to the pt.

Manufacturer narrative:
The device sample was returned for eval. The results of the eval are not available at the time of this report. The device history record (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint.